Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had eleven years remaining battery and showed almost eight and a half years remaining after three days. To date, this device remains in service. No adverse patient effects were reported.